Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection, there was difficulty in removing the stapler from the cavity, the stapler was removed with tension. It was noted that the surgical time was extended by more than 30 minutes because there was leakage that had to be oversewed.